Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent erroneously high sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab and the physician notified the lab about the high results. Sodium results triggered a critical rerun on the instrument and these results were lower. Customer re-tested the original samples and obtained lower results for both analytes. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated routinely every 24 hours. Qc samples are run every 8 hours. Before the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse rebuilt the ratio pump. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.